Event description:
The hcp was able to aspirate the 20 ml pump reservoir, but was only able to refill 18 ml's of medication. There were no pt symptoms. The pump appeared to be operating ok. The pump was believed to be on the missing repellant recall list, and was replaced. The hcp reported the pt outcome as 'no injury.'

Manufacturer narrative:
The reservoir pressure exhibited the expected dropping characteristic seen in pumps with no propellant. A real time x-ray confirmed there was no propellant in the pump.